Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020 . H.6. Investigation: bd received 3 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for fm in gel and dirty cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely cause of the black fm in the gel of the tube appears to be a piece of burnt silica. Additional housekeeping has been implemented in the tubes operation to clean manufacturing equipment. Fm in stopper: the most likely root cause of the fm embedded in the stoppers is that the stoppers had a rubber pellet from other products molded in the stopper (inclusion). Rubber stopper inclusions are the result of pellets remaining the press from a prior product cycle with a poor line clearance performed prior to the next cycle.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes (367997) from lot 0128425: fm in gel ×2. Dirty cap ×1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer sst blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes (367997) from lot 0128425: fm in gel ×2. Dirty cap ×1.